Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that there were several noise alerts for the right ventricular lead, which was suspected to be due to external electromagnetic interference. On (B)(6) 2020, the patient presented in clinic. Upon interrogation, it was noted that the noise alerts were from excessive skeletal muscle noise during weight lifting. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces, the connector portion measuring 4.7 cm and the distal portion measuring 51.0 cm. External insulation abrasion was found at 45.9 ¿ 46.2 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The reported events of myopotential oversensing and noise were confirmed. The cause of the reported events is due to the exposure of the outer coil at the abrasion zone.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the lead exhibited brief noise episodes that were being appropriately monitored on merlin.net. The noise was able to be reproduced with isometrics in clinic. No intervention was reported. There were no patient symptoms.